Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device had reverted to safety mode. A boston scientific technical services consultant reviewed the safety mode parameters with the caller. The patient's physician will be contacted to schedule device replacement. No adverse patient effects were reported. It was reported that this device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device had reverted to safety mode. A boston scientific technical services consultant reviewed the safety mode parameters with the caller. The patient's physician will be contacted to schedule device replacement. No adverse patient effects were reported.